Event description:
Synthes was notified that a patient status post n-hance implantation approximately one year ago, returned to surgeon complaining of pain. An x-ray showed a n-hance rod was broken. Surgeon has not scheduled a removal date.

Manufacturer narrative:
Additional information has been requested. Subject device was not explanted. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed no conclusion could be drawn as no product returned and no lot number was provided.